Event description:
The customer reported that the housing to pump in style transformer has come apart and the screws have fallen out exposing underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with customer, she indicated that the screw had fallen out of her transformer exposing underlying electronics. She did not report of any sparking, fire, flame or injury. The customer stated that she will return the original defective product to medela, but as of the date of this report medela has not rec'd that product. Should the product be rec'd and evaluated resulting in any new info, a follow-up report will be filed. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping.